Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the battery gauge was fluctuating and that the battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.